Event description:
The customer reported the system displayed fatal error messages. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer chose not to replace the faulty xray tube. No conclusion can be drawn.